Event description:
Dealer advised brake is broken. Dealer advised has not seen the chair. Dealer could not provide any further information. Dealer will call back.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.